Event description:
It was reported that a malfunction alarm occurred. The customer cleared the alarm and continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. The customer administered a bolus via the pump to address their bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.